Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient in his early 30's. (B)(4) - difficulty eating; medical intervention required. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the esophagus of a patient with a benign esophageal stricture. The exact date of implant could not be confirmed; however, it was reported to be in early (B)(6) 2010. According to the complainant, the patient had a distal esophageal benign stricture less than one centimeter. The patient's anatomy was not tortuous; however, the esophagus was dilated to 36 fr prior to stent placement. It was reported that the patient was not compliant with the physician's instructions, in that the patient ate a normal diet despite being given specific instructions on the types of food he shouldn't eat. On (B)(6) 2010 it was reported that the patient "couldn't eat". A radiograph revealed that the stent had migrated into the patient's stomach. The stent was removed with difficulty using a trapezoid basket, and there is no plan to place another stent. The patient's condition post procedure was reported to be fine.